Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an escape¿ stone retrieval basket was to be used in the urinary tract during a ureteroscopy with stone retrieval procedure performed on (B)(6) 2016. According to the complainant, during unpacking, a hole was noted in sterile pack. Reportedly, no damage was noted to the packaging when it was removed from the shipping box when it was received. The device was not used and the procedure was completed with another escape¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual analysis of the returned escape basket found scuff marks on the transparent layer of the pouch near the top edge of the pouch label. There were seven holes identified in the scuffed area. The tray contained no evidence of damage. The evaluation revealed that the transparent layer of the pouch contained several holes. During manufacturing, the devices are 100% inspected for device functionality and integrity. Most likely, the damage to the packaging box was due to device handling, possibly during shipping, storage, or unpacking. Therefore, the most probable root cause assigned to the complaint is ¿handling damage.¿ the device history record (DHR) review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an escape stone retrieval basket was to be used in the urinary tract during a ureteroscopy with stone retrieval procedure performed on (B)(6) 2016. According to the complainant, during unpacking, a hole was noted in sterile pack. Reportedly, no damage was noted to the packaging when it was removed from the shipping box when it was received. The device was not used and the procedure was completed with another escape stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.